Event description:
Healthcare professional (hcp) reports a fiber leak noted after initiation of the patient treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 4 times prior to the reported event. Hcp reports no patient injury or need for medical intervention.